Manufacturer narrative:
Visual examination of the returned navigator sheath found no residues present on the device. An examination of the sheath found the inner lining to be delaminating. The condition of the returned device confirms the complaint. The most probable root cause of this event is supplier manufacturing. An investigation has been initiated to address this issue.

Event description:
It was reported to boston scientific corporation that a navigator access sheath was used during a ureteroscopy laser lithotripsy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the tip of the sheath was peeled back from the inside while passing the instruments.

Event description:
It was reported to boston scientific corporation that a navigator access sheath was used during a ureteroscopy laser lithotripsy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the tip of the sheath was peeled back from the inside while passing the instruments.

Event description:
It was reported to boston scientific corporation that a navigator access sheath was used during a ureteroscopy laser lithotripsy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the tip of the sheath was peeled back from the inside while passing the instruments.